Event description:
The customer reported having high blood glucose for more than a week. The blood glucose reading at time of the call was 228mg/dl. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. The customer changed the infusion set, and it did not help to lower her glucose level. The customer stated that she changes the infusion set every three to four days. Advised the customer to change the infusion set every two to three days. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device failed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.